Event description:
A customer contacted beckman coulter inc. (Bci) regarding low bias seen on hdld results generated by the unicel dxc 600 pro synchron clinical systems. The erroneous results were reported outside of the lab and were questioned by the physician. The customer sent the samples to a reference lab (method unknown). The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
At the time of the event, hdld was calibrated and the qc results were within the lab's established ranges. The customer replaced the mixer paddles and flushed the probe. A field service engineer (fse) replaced several hardware components and verified alignments. This appears to have resolved the issue. A clear root cause for this event has not been determined.